Event description:
During a total hip arthroplasty, the threaded end of a conical reamer broke off during use. The surgeon created a "window" in the femoral canal to facilitate removal of the shaft. Cable was applied to the femur and surgery was completed without further incident.